Event description:
It was reported the insulin pump kept alarming failed battery test. Customer's mother had all ready received a replacement cap and it worked for a little while but now device was alarming failed battery test. Customer's blood glucose was 72 mg/dl. Customer was all ready of the device due to battery issues. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify failed batt test and low battery alert due to blank display. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.